Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the slings are fraying around the edges.

Manufacturer narrative:
The device was returned and the sling was fond to be frayed.

Event description:
Customer states the slings are fraying around the edges.